Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During use, the posterior gripper arm would not lower as the gripper arm was caught on the lock line. The clip was then locked, which allowed the gripper arm to function properly; however, the gripper line broke and the function of the gripper arms was lost. It was noted that the gripper line break may be a result of trying to free the arm from the lock line. The clip delivery system (cds) was removed and replaced. A new cds was used to complete the procedure. One clip was implanted reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was given.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue and gripper line break was confirmed via returned device analysis. The mechanical jam (the gripper arm getting caught on the lock line) could not be replicated in testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue reported from this lot. All available information was investigated and reviewed, and a definitive cause for the mechanical jam (gripper arms getting caught in the lock line) could not be determined. The gripper actuation issue was due to the mechanical jam of gripper arm getting caught on the lock line. The gripper line break appears to be a cascading effect of the trouble shooting of mechanical jam/result of trying to free the arm from the lock line. The observed bent on the threaded stud appears to be a result of the troubleshooting mechanism of the mechanical jam. The actuator coupler/weld break appears to have been caused by localized crevice corrosion, within the spiral laser weld area. There is no indication of a product quality issue with respect to manufacture, design or labeling.